Event description:
A report of h2o2 skin contact occurred on a healthcare worker's right forearm. A burning sensation was reported to last for approximately 5 minutes. The healthcare worker's forearm was washed with water, the contact resolved and the healthcare worker reports he is fine. There was no medical attention received. The healthcare worker was wearing gloves/ppe while handling a used cassette. An fse was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer was dispatched and performed service on the sterrad 100s system. The machine was cancelling with the error "injection system interrupted". The fse replaced the injector valve & vaporizer thermister. The injection sub-system calibration procedure was performed. The fse also performed the vacuum /plasma test procedure; vacuum leak test procedure; and the temperature verification procedure. The fse ran an empty chamber test cycle and verified that the system meets all manufacture specifications.